Manufacturer narrative:
The event occurred at (B)(6). A correlation between the device and the reported infection could not be determined. The patient was treated with medication for the reported infection and remains ongoing on vad support with no further events reported to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 7 months post-implant, it was reported that the patient was readmitted into the hospital with a bacterial driveline infection. The driveline infection was reported as sustained but was newly diagnosed and the patient received drug therapy as treatment. It was also reported that the cause of the infection was related to the patient's condition and complexities of medical management.